Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported taht the patient faced an event of bent cannula with a infusion set which resulted in the insulin flow block that lead to high blood glucose levels. Patient's blood glucose at the time of event was 400 mg/dl. The site of insertin was reported to be arm. Patient took a manual injection as a treatment. However, the patient had to be hospitalised for one day. The symptoms reported at the time of hospitalization event were confusion, headache, vision changes and pain.patient also tested positive 3 for ketones. At the hospital the patient was treated by intravenous insulin infusion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.